Event description:
It was reported the pt's pump was explanted prophylactically prior to battery depletion. The low battery alarm was occurring. The catheter was explanted due to occlusion. A dye study was performed. No free flow of dye was observed. The drugs used in the pump were morphine 20 mg/ml at 1 mg/day, fentanyl 800 mcg/ml at 39.9 mcg/day, and bupivacaine 20 mg/ml at 1 mg/day. The devices were replaced. The pt recovered without sequela.

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis of the pump revealed - no significant anomalies. The can had impact dents on the top, and underside of the pump. This did not prevent the pump from being able to be tested. The pump passed flow testing. The pump failed the alarm function review. No audible alarm was heard due to the damaged pump surface. Final device analysis of the catheter revealed - no significant anomalies. The catheter was partially occluded. The catheter was received in 4 segments (36.1 cm proximal segment, a 30.6 cm proximal segment including pin connector, a 11.8 cm distal segment, and a 19.6 cm distal end). The catheter had foreign material in the first set of dispensing holes. The catheter was not occluded and all catheter segments passed testing. There was some slight discoloration of the distal end of the catheter.